Event description:
It was reported that the lead impedance was less than 200 ohms. The lead was switched to unipolar sensing, and then had an impedance of 308 ohms. Capture and sense were good in the ventricular channel. The patient did not feel symptomatic.

Manufacturer narrative:
Na